Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) (via letter) alleging an unknown issue with the onetouch verio iq meter. The customer care advocate (cca) was not able to reach the patient for additional information. There is no indication the patient experienced any symptoms or sought any medical attention because of the reported issue. However, this complaint is being reported because the unknown issue remained unresolved.

Manufacturer narrative:
(B)(4): the meter and test strips were evaluated and both passed testing with no faults found. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.